Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the patient was in the hospital at the time of the event. The patient's husband and nurse were with her in the bathroom at the time of the event. The lifevest detected an arrhythmia at 04:20:46. The patient's ECG strips show sinus tachycardia with motion artifact. The lifevest delivered a defibrillation shock at 04:20:46. The post-shock rhythm was sinus tachycardia with motion artifact. The response buttons were not pressed during the entire event. The patient remained in the hospital and continues to wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remains in the hospital and continues to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) (reuse). Electrode belt sn (B)(4) - 03/2014 (reuse).